Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a hip arthroplasty, the femoral rasp perforated the patient's femur. The complication delayed the procedure approximately 80 minutes.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product location unknown.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. During preparation of the femur, the rasp perforated the patient's femur. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a hip arthroplasty, the femoral rasp perforated the patient's femur.